Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue distal end leaking was confirmed. The following findings were also noted during device evaluation: knob has discoloration, air/water-cylinder has no color, suction-cylinder has no color, switch box has a dent, grip is shaved, switch button 1 has a pinhole, plug unit is damaged, scope cover-case unit has a dent, due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard, due to fray of forceps elevator, forceps skip or sway on the upper half of the endoscopic image, light guide lens has a crack, distal end is shaved, distal end has residual liquid, adhesive around objective lens has a crack, and water tightness of forceps elevator is lost. Based on the results of the investigation, it is likely that the following led to the malfunction: since the material adhered to not an outer surface of the scope, the material was not removed by reprocessing. A definitive root cause cannot be identified. Presumable cause: we presumed that humidity invaded the light guide-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide-lens glue peeled off by chemical stress such as chemical solutions used for the device. A device history review revealed that the device was shipped in accordance with specifications. There was no non-conformity of the device during manufacturing. This issue is addressed in the instructions for use (IFU): the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope describes how to detect for the suggested event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope had water leakage from the distal end during reprocessing. Due to the defect the device was not properly reprocessed before it was sent in. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿inside of light guide lens has discoloration.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.